Event description:
Pt developed apparent infection within first week following implant, and was treated with home IV vancomycin. Condition didn't clear, wound was debrided, and second treatment with IV vancmoycin prescribed. This was unsuccessful as well, and physician determined that pt had seroma instead of infection. Pt had pump explanted, and is still experiencing intermittent swelling at the pocket site.

Manufacturer narrative:
4/17/1998: g9 - MFR report number has been corrected here and in header on page 1.